Event description:
It was reported that prior to implant, the device could not be interrogated while in the box. The device was taken out of the box and interrogation was still not possible. The physician used a different device to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis was performed with no anomalies found. (B)(4).